Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. A volume discrepancy was noted; the actual residual volume of 20 mls was greater than the expected residual volume of 1.5 mls. The pump logs were not read, however, no error messages appeared at interrogation of the pump. The pump contained morphine 25 mg/ml, programmed to deliver a daily dose of 6.244 mg. Additional information has been requested; a follow-up report will be sent if additional information becomes available.